Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by short-circuit of the image sensor unit. The events can be detected/prevented in accordance with the following instructions for use: chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope camera image is not displayed. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.